Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40k50, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by "tried to staple strongly with his hands, but it didn¿t work"? Was it not possible to fire the device? Did the surgeon receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? If yes, please describe. What type of procedure was the device used in? The event describes an issue that occurred during a procedure, however it was originally reported as occurring post-op. Can you please verify when the issue occurred (intra-operative, post-operative, etc.)?

Event description:
It was reported that during an unknown procedure, the surgeon didn¿t know what the problem was, but the surgeon tried to staple strongly with his hands, but it didn¿t work. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r57c1v. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut and there were no staples present. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action, however based on review of manufacturing records, it was not confirmed to exhibit behavior associated with the field action. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.